Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 562 mg/dl while wearing the pod between 24 and 36 hours. Patient reported bg levels continued to climb overnight despite the delivery of multiple boluses. Symptoms reported include severe headache and nausea. The patient went to the emergency room and was admitted to the intensive care unit; pod was removed and patient was treated with an insulin drip she was also prescribed humalog and lantus insulin by doctor. The patient remained in the hospital overnight and was released the following day. The patient's blood glucose and insulin history were as follows: (B)(6).